Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537. Batch no.: 8325917. Per email: the ed staff at the facility used the bd nexiva catheters and have continually encountered issue with contrast coming out of the second port when patients are undergoing radiological scans with contrast.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: age at time of event: 35 years, sex: male and weight: 242 pounds. Describe event or problem: it was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. Per email: the ed staff at the facility used the bd nexiva catheters and have continually encountered issue with contrast coming out of the second port when patients are undergoing radiological scans with contrast. Medical device brand name: bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm), common device name: intravascular catheter, medical device manufacturer: becton dickinson infusion therapy systems inc., medical device type: foz, medical device catalog #: 383537, medical device lot #: 8325917, medical device expiration date: 2021-10-31, unique identifier (UDI) #: (B)(4) and manufacturing location: becton dickinson infusion therapy systems inc. PMA/510(k)#: k183399. Device manufacture date: 2018-11-21 h3.

Event description:
It was reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537 and batch no.: 8325917. Per email: the ed staff at the facility used the bd nexiva catheters and have continually encountered issue with contrast coming out of the second port when patients are undergoing radiological scans with contrast.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd nexiva IV catheter experienced leakage during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: the ed staff at the facility used the bd nexiva catheters and have continually encountered issue with contrast coming out of the second port when patients are undergoing radiological scans with contrast.